Event description:
Caller reports the pt tested >8.0 inr on the coagucheck s system and 5.64 inr on a comparison lab. No action taken on device results as customer was treated on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.